Manufacturer narrative:
Upon receipt, the lead was found cut at some 48.5 cm proximal to the lead tip. Only a distal part was returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explant procedure. The analysis of the returned fragment demonstrated a rubbed through insulation between approx. 3 cm and 6 cm proximal to the lead tip. These findings can be considered as the root cause for the observed oversensing and decreased impedance mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explant procedure.the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - boston scientific received information that this right ventricular lead exhibited low out-of-range pace impedance measurements and oversensing. An insulation breach was suspected to be the cause. A revision procedure was later performed wherein the lead was explanted and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.